Event description:
Account had bed in 3rd floor storage with note attached indicating "head section will not rise up." No injury reported.

Manufacturer narrative:
Technician found the bed in third floor storage area, isolated the problem to defective solenoid valve, causing the head section to not raise up. Replaced the solenoid valve to resolve this issue.